Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided we are unsure why the cannula buckled. We will continue to monitor this type of event.

Event description:
During a aaa repair in 2007, the cannula was buckling inside the middle of the graft, when advancing the top cap off. The physician had to use a lot of force to retrieve it. Under fluoroscopy could see the cannula bending within the graft. The outcome of the graft placement was good. It was a straight case-no tortuosity pin vise loosened, IFU followed.